Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device was discarded by the customer, therefore not returned to j&j medtech orthopaedics and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (75624), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Report 2 of 3 for (B)(4). It was reported that during an arthroscopic rotator cuff repair while using a expressew iii needle device, exprsew iii ac+ rtn plate device and expressew iii ac+ gun device it was observed that the surgeon was able to pinch sutures with the retention plate but was unable to retrieve them, and they came off. According to the reporter, at first the surgeon used a suture (orthocord), but it snapped. The surgeon kept using the devices in question, but could not apply sutures. Another like device was used to complete the procedure. When the sale rep checked the movement of the passer after the surgery, the passer moved without any problems. It was impossible to determine whether the retention plate, the needle, or the passer was the problem. There was no harm to the patient. There was a thirty minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.